Event description:
The physician reported that before the surgery, he observed that there was a breakage between the customer and the insufflator.

Manufacturer narrative:
This device crb 13300 (lot 14040661) is distributed outside the united states; however, it is similar to the united states product cxs 13300. The product is available for analysis. Additional information will be submitted within thirty days upon receipt.